Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and confirmed that there was one block guide (right side) broken. The fse replaced all 4 blocks guide. This repair was done along with a demand preventative maintenance. The fse performed full functionality and safety testing and the iabp passed successfully per manufacturer specification. The iabp was returned to the customer and released for clinical use. A getinge field service engineer (fse) evaluated the unit and confirmed that there was one block guide (right side) broken. The fse replaced all 4 blocks guide (0391-00-0087). This repair was done along with a demand pm. The fse performed full functionality and safety testing and the unit passed successfully per manufacturer specification. The iabp was released for medical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a broken guide tab for safety disk. It is unknown under what circumstances this event occurred: however, there was no patient involvement and no adverse event was reported.